Event description:
When IV inserted into patient, the blood started flowing into tubing and then started running all over the bed. Upon inspection there was a hole in the tubing where the clamp sits. The patient was stuck another time due to defective tubing. Prior to use on two more patients in the same department, the same problem occurred. Additionally, three more problems were found for a total of six problems. The devices were returned to the manufacturer for evaluation. Due to numbers, the entire lot# was pulled from use in the facility. There were more found where the defect could be seen while in the packaging. Not every product in the lot was affected at least visually, but all were pulled as a precaution and replaced by bd. All cuts in tubing are in the same exact location on all samples.